Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 1/28/2015. The fse found that the tubing through shear valve cvl85/126 was loose and was causing the leak. The fse replaced the loosed tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from under shear valve cvl85/126 of the coulter lh 780 hematology analyzer. The customer could not locate the exact location of the leak. The volume of the leak was about 5 ml and was not contained within the instrument. The customer did not report any error messages at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.